Manufacturer narrative:
Additional, corrected, and/or changed data: a4, b2, b3, h6, and h8.

Event description:
No additional info.

Event description:
Healthcare professional reported injecting a patient in the ck1, ck4, c1, c2, jw1, jw4, and jw5 with juvederm vista voluma xc and juvéderm® volux¿. Three days later, the patient experienced ¿pain and redness increased, paralysis with the lips, and numbness with the mouth.¿ the next day, the pain subsided, but the ¿swelling and redness¿ continued, and the ¿bumps¿ on the chin became ¿hard.¿ event status is unknown. This file captures the juvéderm® volux¿. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for juvéderm® volux¿.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.